Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Therefore, his blood glucose level was under 200 mg/dl at the time of the event. The infusion set had been used within first 24 hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available